Manufacturer narrative:
The field report of sensing anomaly was not confirmed. As received, a complete lead was returned in one piece for analysis. The lead passed electrical tests, exhibiting normal characteristics. Analysis of the lead found no anomalies.

Event description:
Upon interrogation, the physician noticed low sensing of the right ventricular-electrode. The lead was explanted and replaced. The patient is stable.